Event description:
During the atrial fibrillation procedure, an output issue occurred causing a delay. When connected the catheter to the tactisys, the status light was lit in red. Troubleshooting steps were performed which did not resolve the issue. Therefore, the tactisys was changed to carto and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported output issue and subsequent delay could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.